Manufacturer narrative:
On (B)(4) 2012, kci field service tested the device per quality control (qc) procedure and determined the unit passed qc checks and met specs before placement with the pt. On (B)(4) 2012, inspection of the device after placement revealed a cracked lcd screen. Device labeling, available in print and online, states: fall safety prevention tips. The following safety tips should be used to help prevent a pt falling or slipping while using the v.a.c. At therapy unit: be cautious of door knobs and other household objects that cold catch on exposed tubing. Safely store excess electrical cord and any extra tubing and secure it to prevent tripping (see therapy unit instructions on how to properly secure tubing). Activ.a.c. At therapy system user manual: to reduce the risk of serious or fatal injury, all caregivers and pts must carefully read and follow all user instructions and safety info that accompany kci products. The activ.a.c. At therapy system may present a tripping hazard if placed on the floor. Ensure that the activ.a.c. At therapy unit is not placed in areas where people may walk. Excess tubing may present a tripping hazard. Wrap any excess tubing into a bundle and put the tubing into the tubing storage pocket on the bottom of the carrying case. Ensure that excess tubing is stored in the tubing pocket and is out of areas where people may walk.

Event description:
The following info was reported to kci by the nurse: on (B)(6) 2012, the pt allegedly tripped on the v.a.c. At therapy tubing, fell, and broke the activ.a.c. At screen. The pt subsequently went to the hospital and an x-ray confirmed a lower leg fracture. The medical intervention was successful and the pt is recovering well.